Event description:
A patient who has an apifix device implanted had a loss of proximal fixation (superior polyaxial screw loosening). Patient reportedly had right shoulder pain and pain when sneezing/coughing. Patient underwent revision surgery on (B)(6) 2024 during which the surgeon replaced the two poly screws with longer screws; nothing was changed with the actual apifix device.